Manufacturer narrative:
(B)(4) -urinary/bowel problems. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, and dyspareunia. It was reported that patient underwent cystoscopy, examination under anesthesia, hydrodilation of the bladder on (B)(6) 2011 due to pelvic and genital pain and urinary frequency. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent cystourethroscopy with urethral dilation on (B)(6) 2014.